Event description:
On 1/17/2024, it was reported by a sales representative via (B)(4) that an ar-9660-r central post extractor got stuck in the implant during implant removal. This was discovered during a revision reverse total shoulder procedure on (B)(6) 2024. No further information was reported. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
Additional information received on 1/31/2024: the original procedure occurred on (B)(6) 2021. Due to pain, the patient underwent revision surgery. During the revision surgery on (B)(6) 2024, an ar-9503s-03 humeral insert, an ar-9555-09 univers revers spacer, an ar-9563-16 peripheral locking screw, an ar-9563-20 peripheral locking screw, an ar-9563-24 peripheral locking screw, an ar-9563-28 peripheral locking screw, an ar-9564-2436 glenosphere, an ar-9580-2410-2 baseplate, and an ar-9582-25 modular post were explanted. Only an ar-9501-10s univers revers apex stem and an ar-9502f36rcpc suture cup remained from the original surgery. To complete the revision surgery, an ar-9503s-03c humeral insert, an ar-9555-12 univers revers spacer, an ar-9560-24-4 baseplate, an ar-9561-30s central screw, an ar-9563-16 peripheral locking screw, an ar-9563-20 peripheral locking screw, (2) ar-9563-28 peripheral locking screw, and an ar-9564-2436-inf glenosphere were successfully implanted. The case was not delayed, and no further issues were reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
This report is being submitted to provide additional information in d8/9, h3, h6: type of investigation, investigation findings, investigation conclusions, g3, and h10. Complaint allegation is confirmed. Visual inspection identified the threaded distal end of the shaft of the central post extractor had chipped/damaged. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage. Device was manufactured on 2018. Functional testing was not performed due to the damage to the device.